Event description:
There was an allegation of questionable potassium electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial k result was 4.28 mmol/l, and the repeated result was 4.92 mmol/l. The repeated result was believed to be correct. A second sample was obtained, and the k result was 4.4 mmol/l. The sample was repeated because of a delta check in the customer's system for another result for the sample.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative found a broken rinse tubing on the detergent nozzle. He removed the broken tubing, reconnected the tubing to the rinse nozzle, and replaced the sipper nozzle. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.